Event description:
The customer reported the system displayed a communication error and locked up. No pt injury was reported.

Manufacturer narrative:
Ge rep evaluated the system and adjusted the 5v power supply. System operates as intended.